Event description:
Company representative reported customer receiving erratic readings. Company representative stated readings can be 20 mmol/l followed by 5 mmol/l; timeframe was not provided. On follow up call customer reportedly received the following results on the mobile system within 10 minutes: 20 mmol/l and 5 mmol/l. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.